Event description:
The physician reported that the pt experienced pain at the pump site due to location. The pump pocket was moved. The patient was reported to have recovered without sequela. The medication being delivered via the device system was morphine sulfate.